Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4).

Event description:
The facility representative reported to baxter (B)(4) technical services one colleague infusion with an upstream occlusion. It is unknown when the reported condition occurred. According to the hospital representative there was no patient involvement, patient injury or medical intervention related to this device. No additional information is available. The software version for this device is currently not known.